Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt li-ion battery in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported a possible malfunction for the autopulse nxt platform (sn (B)(6) during use on a 220-240 lb. Female patient in her 50s. While the patient was in the back of the ambulance, the fully charged autopulse nxt li-ion battery (sn unknown) died after 15 minutes of compressions. The dead battery was swapped for a charged battery. After approximately 30 seconds of compressions the platform stopped working without warning. The yellow triangle indicator led was flashing. The customer tried to troubleshoot by turning the platform on and off. The platform worked for a brief period of time, then stopped again. Manual CPR was performed for 5-10 minutes until arrival at the hospital, during which the platform was powered on and off three times. Once at the hospital, the platform was turned back on, and it performed well for 10-15 minutes until termination of resuscitation. Per the customer, there is cause for a possible overheat or even a faulty battery. No impact or consequence to the patient.